Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 438 mg/dl and the customer was hospitalized for diabetic ketoacidosis (dka). The customer was disconnected from the pump and was treated with "insulin therapy". The customer had been in the intensive care unit for 4 days. The date of discharge was not provided. The contact reported that the customer had been using basal insulin only without requesting any correction boluses. The customer's bg had been running high for several days without the contact's knowledge. The healthcare provider removed the customer from the pump until the customer can prove that the blood glucose can be managed. The customer was to use insulin injections for insulin therapy.